Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d334drg implantable cardioverter defibrillator,  implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that an atrial lead warning was triggered for the right atrial (ra) lead due to low impedance. The ra lead remains in use and is being closely monitored. No patient complications have been reported as a result of this event.